Event description:
Device returned for repair only. Upon evaluation it was noted that the tip was broken with a piece missing. Contact with rep revealed that the device had broke while in use in surgery but that no injury or complications had occurred. No other information is available.